Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit premature battery depletion (pbd). The device previously showed one year remaining longevity. During the recent check, the device showed four months remaining longevity. No programming changes done since last transmission. Additional information obtained from the field which indicated that this device was explanted. No additional adverse patient effects were reported.